Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported by customer that the patient's mediport tubing cracked at the y site hub causing a leak of blood and chemotherapy (minimal). Nurse was in room and immediately stopped the chemo, patient re-accessed successfully after one unsuccessful attempt. Prior to chemo starting + blood return + flushing with no resistance. Current line + blood return, flushes well no resistance, chemo restarted 45 minutes after initial start of infusion. Additional information received 19 oct 2023: 2 reported occurrences. Not any available patient information. Did not involve an urgent/life threatening medical situation. Required 2 more needle insertion attempts and delayed chemotherapy by 45 min. No catheter securement utilized. Not any patient harm, injury, or negative outcome that has not already been discussed. This report addresses the second occurrence.